Event description:
A reported incident involving a primary plum y-type blood administration set indicated leakage during use, causing a brief interruption in red blood cells (rbcs) transfusion while the set was replaced, with reported patient discomfort. There was patient involvement and no harm was reported.

Manufacturer narrative:
The device has been requested for evaluation. However, it has not been received.